Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, white calcification on the surface of the shell 100%, crease fold, yellow and brown particles on the surface of the shell. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker IV.

Event description:
Healthcare professional reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Correct reason for reoperation is "bilateral exchange from textured to smooth implants due to the patient's concern with the product."

Event description:
Healthcare professional reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and capsular contracture baker grade IV. Device has been explanted and replaced.